Event description:
It was reported that while in the cath lab, the md found that the short piece of tubing/stopcock assembly in the intra-aortic balloon (iab) tray leaked at the stopcock end. The md used the iab and will return the tubing assembly for an evaluation.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.